Manufacturer narrative:
Batch review performed on 16-apr-2025: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 20-jan-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: 4 years after primary cemented tka, the tibial tray gets mobilized and needs revision. The poor-quality image supplied shows detachment of cement from bone on the lateral side. We cannot establish the reason for this phenomenon to happen; it's described in literature and it is hardly related to a defect or malfunction of the device. No further conclusion can be drawn. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 years after primary, the patient has been revised because of cemented tibial tray loosening. No femoral component loosening and no infection detected. The surgeon revised successfully the tibial tray and tibial insert.